Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who clarified the "issue" they were having with their main device. They said their device was needing to be set at a higher number; they further said it worked. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was not feeling the stimulation and had a return of their urinary and bowel symptoms. When trying to use the programmer, nothing was coming up on the screen. The patient stated that they had replaced the batteries in the unit but they were a generic brand. New batteries were then used in the programmer and patient was able to synchronize to the ins. It showed it was on, on program 2 at 7.2 volts. The patient did not feel the stimulation even after increasing it to 8.5 on program 2. The patient then changed to program 3 and set the stimulation to 3.5 volts which they felt comfortably in the buttock area. It was reviewed with the patient to monitor/track their symptoms and follow up with their healthcare professional (hcp) regarding their symptoms. There were no further complications reported or anticipated. The patent reported that they were having issues with their main device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said the setting had to be set higher; it was no longer working at a lower setting. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who clarified the "issue" they were having with their main device. They further said they had issues with the setting and they had to reset it. No further patient complications have been reported as a result of this event.